Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported event of a loss of connection. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitte was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test could not be performed because the transmitter has no voltage. However, initially, data was received and reviewed. A review of the shared data log confirmed the reported event of a loss of connection. Additionally, a receiver was returned for evaluation. A visual inspection was performed and no defects were found. Funcional testing was performed and no failures were detected. A review of the downloaded receiver log also confirmed a loss of connection. A root cause could not be determined.